Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. Batch file review did not reveal any issues related to this complaint and has passed all statistical sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
A customer reported to baxter (B)(4) of a 250ml (milliliters) eva bag in which highlighted on the packaging, there were white particles inside the packaging but it cannot be determined without opening packaging whether the particles are inside or outside the bag itself. This condition occurred before use; therefore there was no patient involvement or medical intervention necessary. No additional information is available.